Manufacturer narrative:
Medwatch sections d. Device identification, d. Manufacturer info, g contact office-manufacturing site (continued g1) and medwatch field g4 PMA / 510k (premarket numbers) updated. On 31-oct-2025, new questionable tina-quant hemoglobin a1cdx gen.3 results for three patient samples tested on the cobas c 513 analyzer were reported. Patient sample 4 the initial result from the analyzer was (B)(4). The repeat result from a variant analyzer was (B)(4). Patient sample 5 the initial result from the analyzer was (B)(4). The repeat result from a variant analyzer was (B)(4). Patient sample 6 the initial result from the analyzer was (B)(4). The repeat result from a variant analyzer was (B)(4).

Manufacturer narrative:
Reagent issues were excluded as the customer had no further issues, and the correct repeat result was received using the same reagent. The field service engineer (fse) found issues with the components within the cell rinse. The fse replaced valves and confirmed the module was operating within specification. The investigation determined that the issue found by the fse was the root cause of the event.

Event description:
The initial reporter received questionable tina-quant hemoglobin a1cdx gen.3 result from multiple patient samples tested on the cobas c 513 analyzer. The following are examples of discrepant results: patient sample 1: the initial result was 14.89%. The repeat result was 12.89%. Patient sample 2: the initial result was 26.89%. The repeat result was 5.31%. Patient sample 3: the initial result was 11.01%. The repeat result was 8.10%. The repeat result was deemed correct. The questionable results were not reported outside of the laboratory.

Manufacturer narrative:
The cobas c513 analyzer commercial system serial number is (B)(6). The field service engineer (fse) inspected the analyzer, replaced the sample probes and suction tubing, checked the horizontal and vertical adjustments of the probes and adjusted the cuvette wash volume. The qcs were performed with acceptable results. The investigation is ongoing.